Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had been having issues over the past couple of months with the controller connecting to the implanted n eurostimulator. It would come up 'not found'. Sometimes it took several tries to get it to find it. Patient(pt) never let the implant go lower than 30%. If pt barely moved, it would disconnect and it kept saying not found. Asked if connection happens with recharger telemetry module (rtm) or/and without. Pt said both. Pt also mentioned when they had different surgeries done they turned stim off and when trying to turn stim back on it took a few min to turn on because it said cannot find it. Yesterday patient was trying to charge and in the middle of charging, the screen went blank and controller made a solid long beep and only stopped when patient pulled the battery out. The screen came back on after a reset. Had pt use the equipment on the call and pt was able to connect to ins right away. Rtm was replaced in march. Discussed pt could try a new controller and if not resolved, pt needs to follow up with hcp and have implantable neurostimulator (ins) checked. Pt mentioned they have an appointment with healthcare provider (hcp) tomorrow and will have them check the device. Pt also reported in (B)(6) 2024 they had to have the implant fixed because it had shifted.